Event description:
The pt reported, he has received several e6 (mechanical error) messages on his insulin infusion device over the last day and a half. He stated, he has changed out his batteries and infusion sets but did not change the insulin cartridge. Troubleshooting did not find any issues with the product. The pt called the next morning and stated, he received another e6 message. The pt was instructed to change to another new battery. He stated, he did not have one but would get one and call back if he had further issues. The pt called back and reported he is still getting the e6 message. He stated, he has changed his battery twice and the battery cap once. He said the infusion device is now making a grinding sound whenever he tries to prime the piston rod forward. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for evaluation.